Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection and extrusion of the device through the skin . A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
Two weeks after implantation the device became exposed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two weeks after implantation the device became exposed.

Event description:
Two weeks after implantation the device became exposed.

Manufacturer narrative:
According to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. The explanted device has not been received for investigation yet.